Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to biventricular heart failure could not be conclusively determined. A direct correlation between heartmate 3 lvas, and the reported event could not be conclusively be established. The account communicated that the patient expired on (B)(6) 2019 due to biventricular failure. The patient was reportedly not a candidate for heart transplant. The device was not returned for evaluation. The current heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to biventricular failure. The patient was not a transplant candidate. No further information was provided.